Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
This report is in reference to a clinical study patient. It was reported the patient underwent a sensor implant procedure on (B)(6) 2016. Hemoptysis occurred post operative. In turn, the blood was suctioned and the patient was treated with protamine sulfate. Chest x-rays were performed and the results were negative. The patient was discharged once the bleeding resolved. It was noted the issue was not device related but possibly procedure related.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.